Event description:
A customer reported that the display is not displaying all of the numbers. While on the phone a review of the system was conducted. It was learned that there were missing portions of the "tens unit". A request was made to return the system for eval. In the meantime, a replacement unit was provided.